Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor, was selected for an implant. There was "some sufficient calcium" to allow anchoring of the device in the opinion of the user. During deployment, the valve migrated during the final release; it was reported that this "was not caused by the guidewire or anything else." "The placement was a little bit too meager." The final implant depth was at the non-coronary cusp (ncc), around 1mm. The valve did not block any arteries. There was no tension in the delivery system at the time of final deployment. No significant paravalvular leak (pvl) was observed. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of the valve migrating after the implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met the specifications. Information from the field indicated that the valve was placed slightly high which may resulted in the valve migration. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.